Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the spring seal was stretched to bring up the rpms and vespel and semi circle bearings replaced due to the calibration being out and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device skipped when taking skin graft and took a 1.5 inch graft instead of a 2 inch skin graft, timing unknown, date unknown, no patient involvement, delay unknown, no alt contact. No adverse events were reported as a result of this malfunction.